Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose at the time of the emergency room visit was 246 mg/dl. The customer expressed feeling stomach pain, nausea and vomiting as related to the incident. The customer confirmed that she had gastroparesis as well. The customer explained that food does not digest well. The customer confirmed the gastroparesis as the cause of the hospitalization. The customer was not treated with insulin at the hospital. The customer said that insulin pump therapy was used to treated her blood glucose at the hospital. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.